Event description:
Information received by medtronic indicated that the customer faced hyperglycemia. Blood glucose value at the time of the event is 412 mg/dl. Customer was advised to discontinue the insulin flow system. Customer also stated that plunger rod in serter was damage. Troubleshooting was performed and replacement was sent. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.